Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in an opened non-johnson & johnson sterilization pouch. A patient sticker was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Fibers were also observed on the lens, which can be attributed to customer handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens (cut in half), no further evaluation could be performed including miq measurements. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to misalignment of the lens power after iol implantation. Account indicated that patient experienced visual acuity issues. A replacement lens was used and the procedure was completed successfully. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Age: unknown/no information. Date of event: unknown, not provided. Implant date: unknown, information not provided. If explanted, give date: unknown, information not provided. Email address : unknown/not provided. Phone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information was not available and provided as unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.